Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion will not clear which was verified through a review of the event history log by the presence of multiple "downstream occlusion" alarms. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion that would not clear. There was no known patient injury or medical intervention associated with this event. No additional information is available. .